Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received recurring no delivery alarms on the insulin pump. The blood glucose reading was 7.4 mmol/l. Customer declined troubleshooting and wanted the insulin pump to be replaced. The alarm was not a current issue at the time of the report. Nothing further was reported.